Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 24.1 mmol/l at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. Customer also states that the insulin pump the area where customer locks the battery cap it had a piece missing and also states the metal piece on the battery cap came off. The insulin pump will not be returned for analysis.